Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock had become disconnected from the infusion set multiple times. There was no reported impact to the customer's blood glucose level. The customer declined to troubleshoot with tandem technical support.